Event description:
Per the clinic, the patient developed an infection around the incision site. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient had autologous biofilm formation around the incision site. The patient was subsequently treated with prolonged oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. The implant's internal fixture remains in situ, and a cover screw has been placed. Device analysis report attached.